Event description:
It was reported the customer received a motor error alarm while changing out their infusion set. The customer stated the alarm occurred during a prime. The customer was able to complete the rewind sequence on their insulin pump. Customer also reported a crack on their battery chamber and a missing piece from the reservoir rim. The customer's o-ring was exposed due to the damage. It was also found the customer was experiencing a high blood glucose of 454 mg/dl. Customer stated their memory was impaired and they were not feeling good from their high blood glucose. It was also found the customer was previously hospitalized with a blood glucose of 0 mg/dl, but it was not insulin pump related. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.